Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was found to be dislocated. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument was fully functional. No product issue was found. Based on the investigation results, custom reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.